Manufacturer narrative:
A2, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cpsa c9 device was inserted into the right femoral artery in a male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, on multiple inotropes and vasopressors, prior to initiation of support. After being transferred to the intensive care unit (ICU), there was bleeding at multiple insertion/puncture sites. Packed red blood cells (prbcs) were administered. It was suspected that the patient had a coagulation disorder, and the impella may need to be removed if the disorder could not be resolved. After a few hours on support, the device was successfully weaned and the site closed with a closure device. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-7 at 2.8 l/min with d5w sodium bicarbonate in the purge solution. The physician attributed the bleeding to the high activated clotting time (act)/partial thromboplastin time (ptt). Bleeding can also occur due to large-bore access cannulas.

Manufacturer narrative:
The pump was discarded and will not be returned for evaluation.